Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2022 in order to remove the abutment. The implanted device remains.

Manufacturer narrative:
This report is submitted on (B)(6) 2023.